Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issue: there was residual fluid or foreign material from the cylinder. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the foreign material type and cause were unable to be identified. The event can be detected and prevented by following the instructions for use which state: chapter 6 application and conditions for leaning, disinfection, and sterilization, chapter 7 cleaning, disinfection, and sterilization procedures. In addition, the following non-reportable malfunctions were found during the device evaluation: there was insufficient angle play, insufficient angle knob play, the rubber adhesive on the curved section was cracked, the image guide snake pipe was flawed, there was a flare on the evis image, the air water cylinder had paint peeling, the scope spacer on actuator was floating, and there were scratches on the objective lens. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope had a defective air and water supply. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: there was residual fluid or foreign material from the cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.